Manufacturer narrative:
Additional information has been received for this event from the customer and for the foreign material found in the device. This supplemental report is being submitted to provide this information. Identity of the foreign material found in the device is not known. Customer sometimes inspects the device for any abnormalities before using it. There is a possibility that the device with the presence of foreign material in it was used in a procedure. However, there is no infection and impact on patient reported. Customer is trained on reprocessing as per instructions for use by olympus field service and correctly perform the necessary reprocessing steps without doing any delay of pre-cleaning. However, in this case there is a possibility that not enough brushing was performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for annual inspection with evaluation and repair of the issue of the elevator not moving completely up as noted during maintenance. There is no patient involvement and no harm reported to any patient. The device was reprocessed prior to return. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the forceps elevator. Several device parts such as connecting tube, electrical connector (el-connector) and distal end cover (c-cover) were found to be dirty. This is attributed to failure to clean adequately. The forceps elevator was deformed. This medwatch is being submitted for the presence of foreign material in the forceps elevator and several of the device parts being dirty as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the forceps elevator. Several device parts such as connecting tube, electrical connector (el-connector) and distal end cover (c-cover) were found to be dirty. This is attributed to failure to clean adequately. The forceps elevator was deformed. Other observations for the device: nozzle is deformed; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has discoloration; connecting tube has a wrinkle; suction cylinder (s-cylinder) and forceps channel port are shaved; universal cord has a dent and discoloration; and scope cover (s-cover), grip, universal cord, and scope connector have a scratch. The user¿s complaint was confirmed. The forceps elevator was not moving up completely but it met the required value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.